Manufacturer narrative:
On 30-mar-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: the account reported an intraoperative breast prosthesis rupture. During visual evaluation of the sample, a tear in the posterior view measuring approximately 4.6 cm was observed, causing a rupture. Microscopic examination of the edges of the rupture revealed parallel striations consistent with a rupture with a sharp object. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient was undergoing a breast augmentation procedure with a mentor memorygel breast implant 350cc gel breast prosthesis that ruptured intraoperatively. As the surgeon inserted the implant into the breast pocket, the device burst on the side opposite of the breast pocket. As a result, a back up breast prosthesis was used to complete the procedure. There was no patient consequence.